Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 instrument did not appear to have any clips in it. The 2nd al326 came apart before being used. The case was finished with a 3rd al326 being used. There was no consequence to the pt.